Manufacturer narrative:
The device history record for the reported lot number, 30074824, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One used sample device was returned, no product packaging was received. The returned sample device was examined under magnification and the tubing had sign of damage. There was an external split/tear identified approximately at the 53cm between 60cm and 50 cm markings. The slit had a smooth surface. Root cause could not be determined. All information reasonably known as of 09-aug-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 08-jul-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported " when administering nutrition through the nasal passage, it leaked from the other side of the nasal passage. This happened right after placing the tube." There was no reported injury.